Event description:
It was reported that the aspiration catheter was being used in a stroke treatment procedure. The aspiration catheter was used in combination with a microcatheter and a stent retriever devices. Reportedly, after the stent retriever was placed at the clot and the physician began to aspirate, the front braiding came out of the balloon catheter. The aspiration catheter was removed from the patient and the physician took another catheter of the same model to finish the procedure. No report of injury to the patient, who was doing fine.

Manufacturer narrative:
Correction: b5 (event description corrected to indicate the complaint was against the sofia aspiration catheter), d11 (concomitant devices). Additional information: d10 (date device returned to manufacturer). The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.

Event description:
It was reported that the aspiration catheter was being used in a stroke treatment procedure. The aspiration catheter was used in combination with a microcatheter and a stent retriever devices. Reportedly, after the stent retriever was placed at the clot and the physician began to aspirate, the front braiding came out of the aspiration catheter. The aspiration catheter was removed from the patient and the physician took another catheter of the same model to finish the procedure. No report of injury to the patient, who was doing fine.

Manufacturer narrative:
Correction: the event description that was provided in (b5) is revised to correct the reference to the complaint device as an aspiration catheter and not a balloon catheter (typographical error). Additional information: h6, h11 (device evaluation). No additional clinical event information has been received. Investigation conclusion: the investigation of the returned sofia catheter found the lumen coil dislodged/delaminated from a section of the catheter at 110-115cm from the strain relief. The lumen coil was found to be entangled with the returned stent as observed in the customer provided image and as described in the reported event. Pieces of ptfe liner from the sofia catheter lumen was observed caught on the dislodged lumen coil. The physical evaluation of the device could not identify the conditions or circumstances that led to the dislodged coil, but this damage is consistent with the device experiencing forces exceeding the device's tensile strength. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the dislodged coil.

Event description:
It was reported that the balloon catheter was being used in a stroke treatment procedure. The balloon was used in combination with spiration microcatheter and a stent retriever devices. Reportedly, after the stent retriever was placed at the clot and the physician began to aspirate, the front braiding came out of the balloon catheter. The balloon was removed from the patient and the physician took another balloon of the same model to finish the procedure. No report of injury to the patient, who was doing fine.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.